Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery, and that the wake button has stopped functioning. Customer also reported that the battery gauge decreased from around 70% to 5% in the span of one day. There was no reported impact to the customer's blood glucose levels. Reportedly, customer reverted to insulin injections for insulin therapy.

Manufacturer narrative:
(B)(4).